Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that there was mismatch in medication order. A technical support specialist (tss) was unable to locate the item in the cabinet, but it was part of the patient medication order in my quick link (mql). The issue was identified as a mismatch between the medication order and system inventory. Upon reviewing the patient medication order, it was found that the item was listed as not available in the cabinet inventory. Pharmacy was advised to add the item that is available in the cabinet to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower item was not appearing on the patient profile but was included in the patient medication order. However, there were no delays, adverse events or injuries reported based on this event.